Event description:
Customer states the right back post separated from its base connection, he states there were three bolts that had unthreaded and separated; two on the right and one on the left. The tbm states he is going to be visit the facility to look at the chair.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.